Event description:
It was reported that the patient had bleeding at the device incision site for the device pocket on her left hip resulting in a hematoma. The patient was told no heavy lifting, to continue taking keflex 500 mg qd (3 days left), and keep a warm heat pack to incision. The patient outcome was reported as an ongoing event.

Event description:
Additional information received reported that there was bleeding at the new device incision site on the left hip resulting in a hematoma. The outcome was reported as resolved without sequela on (B)(6)-2012. No further information was provided.

Manufacturer narrative:
(B)(4).